Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer failed bench test. No power no video output was detected. Cpu malfunction. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis the power switching board was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The installed the switching board into a known functional system. The system initialized. Motion, generator, communication and charging readied. They ran rad gain and run fluoro gain calibrations passed. Motion calibration was successful. 2d and 3d imaging were acquired. No failure was found. Eval code method is associated with this analysis eval code result is associated with this analysis eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source - foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the image acquisition system (ias) computer was replaced along with the power switching board. They performed a system checkout and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was not booting, there was no video graphics array (vga) output on ias computer. The central processing unit (cpu) was damaged. No patient was present at the time of the event.